Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection as well as functional tests were performed on the sample. A free flow test was performed underwater, and free flow occurred with a closed roller clamp. Therefore, the reported condition was confirmed in one of the three reported samples. The root cause was attributed to a variation in the molding process of cavity one. As a corrective action, the mold was changed and sealed. A batch review was performed on the reported lot with no deviations found. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a buretrol solution set in which the roller clamp was not working. It is unknown when the alleged defect was observed. There was no patient involved; therefore, there were no reports of patient injury or adverse events associated with this report. No additional information is available.